Manufacturer narrative:
The lot number for the two reported malfunctions was provided, therefore the lot history reviews were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for two malfunctions. Therefore, the investigation for the two reported malfunctions are confirmed for positioning issue. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model md800f vena cava filter allegedly experienced positioning issue. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. Of the two reported malfunctions, one male patient is (B)(6) years old and other female patient is (B)(6) years old. Weight was not provided for both the reported malfunctions.